Event description:
Reporter indicated that patient developed left vocal cord paralysis after vns therapy system implant surgery.

Manufacturer narrative:
Vns therapy system labeling lists left vocal cord paralysis as a potential adverse event possibly associated with surgery or stimulation. Treating physician reportedly believes that the left vocal cord paralysis was related to the vns implant.